Event description:
The lead was replaced due to insulation break. Device delivered inappropriate shocks due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.